Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number 0002648920-2018-00098.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products: unknown versys femoral head 12/14 taper, p/n unknown, l/n unknown, unknown; zimmer m/l taper, p/n unknown, l/n unknown; unknown liner, p/n unknown ,l/n unknown; unknown, p/n unknown, l/n unknown.

Event description:
It was reported patient received a revision procedure two weeks after implantation due to cup migration. Due to the macc and bone loss, the acetabular component moved. The surgeon placed an antibiotic spacer into the patient. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.